Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified contrast media and was connected to a power injector. The customer contact reported that after sliding the green slide clamp into the closed position, the contrast continued to "trickle" past the clamp. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.